Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to irregular pacing impedances that decreased. It also showed noise over sensing. The implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd) and a new ICD and rv lead were implanted at the same procedure. No additional adverse patient effects were reported.